Manufacturer narrative:
All available patient details have been included. No additional patient details are available. This event was previously reported in manufacturer report number 1628664-2019-00587, for a different suspect medical device. An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history of the instrument, a review of historical data, and a review of product labeling. The abbott field service engineer (fse) determined the cuvettes were dirty because the customer was not performing maintenance as required. The fse cleaned the cuvettes to resolve the issue. The fse identified the cuvette pair as the likely cause. A review of the (B)(4) service history did not reveal any additional likely causes and no other reports of discrepant or inconsistent results have been received since the fse cleaned the cuvettes. A review of the historical data did not identify any adverse trends, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported false elevated creatinine results when processing on the architect c8000. The following data was provided: creatinine: initial result was 4.3 and retest was 0.5 mg/dl. No impact to patient management was reported.